Manufacturer narrative:
Pump received with the operating currents within specification. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test, and the dat test at 0.08750 inches. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
Customer reported via phone call of having high blood glucose between 400 mg/dl and 500 mg/dl, which were treated with shots. Customer went to urgent care with high ketones and was treated with fluids for dehydration. Customer declined troubleshooting and discussed pump replacement with healthcare professional.